Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Maude report (mw5032438) submitted by an attorney's office states that, following bilateral hip replacement surgery, patient experienced excruciating pain and difficulty walking. An MRI performed in 2009 showed large bilateral fluid collections, and patient was revised. Alval and inflammation were found, and patient was found to have an allergic reaction to nickel and cobalt, which caused a rash. Doi (B)(6) 2009 - dor (B)(6) 2009 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Maude report ((B)(4)) submitted by an attorney's office states that, following bilateral hip replacement surgery, patient experienced excruciating pain and difficulty walking. An MRI performed in 2009 showed large bilateral fluid collections, and patient was revised. Alval and inflammation were found, and patient was found to have an allergic reaction to nickel and cobalt, which caused a rash.